Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt the pump caused "more pain than it was worth" and wanted to taper down the medication in order to have the pump system explanted. The pump was mobile in the pump pocket and bending at the waist was painful. It was stated that the patient always had to place their hand over the pump area. The medications in the implanted device system were dilaudid and clonidine. The patient was also supplemented with oral methadone. The patient had the device explanted at an unspecified date. The patient recovered without sequela.